Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed over the vessel and the jaws would not open back up. The doctor used another device and put clips on both sides and pulled the stuck device off the vessel. There was no tissue damage reported. There was no adverse consequence to the patient. Received the following information on 2/12/2010: spoke with [the surgeon] and he does not remember some of the patient specifics, but the device was being used over the cystic duct. The device locked shut. He was unable to pull the handle and open the jaw. A new [like device] was pulled and he finished the case. No problems with the patient then or now.

Manufacturer narrative:
(B) (4). (B) (4). Anti-backup failure, malformed clip, advancer bypass the device was received with the jaws in closed position and with one pear-shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled and two clips partially formed were fed due to the anti backup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next clip was scissored and then, an advancer-bypass incident was noted and the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; one pear-shaped clip was released. The remaining clips included seven scissored clips and one clip with gap. Finally, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.